Event description:
It was reported that the device was overheating during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that the device was overheating during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
This submission was a duplicate of another submission, 0001811755-2019-03749.